Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the patient was "so spastic" and the hcp was suspicious that there may be a pump or catheter issue. Per the reporter this had been occurring for the past 3 months ((B)(6) 2013). The hcp had done 2 cap aspirations and they were able to aspirate 1-2ccs of fluid each time and prime of catheter programmed also, post each aspiration. The patient had multiple other medical issues and had x-rays, lab work, abdominal scans, changing out the drug and other hcps have been involved but they have not been able to determine what the actual issue was. The hcp wanted to know about testing concentration levels in the csf but did not believe there would be that much of a variance as they changed out drug more than a few times. Exploratory surgery may be done to try and confirm possible issues. The pump was used to deliver baclofen. It was later reported the hcp wanted to measure the baclofen concentration levels in the csf. The physician expressed concern regard ing the concentration of drug actually getting to the patient, as he believed the patient was not getting the drug. It was also noted that the patient had fallen date unspecified. The patient was undergoing more ¿tests,¿ medically but if they checked out ¿ok¿ as to the source of the patient¿s issues, the physician planned to proceed with a catheter revision. The patient required a higher dose of lioresal as the patient reported increased spasticity. Per the hcp, the patient¿s pump contained lioresal 4000 mcg/ml, administered in 846-mcg/day doses. Sometime following the catheter access port aspiration studies, the patient¿s pump required reprogramming to deliver higher lioresal doses. Per the physician, as of (B)(6) 2013, the patient¿s spasticity decreased on the 846-mcg/day dose. The patient outcome was noted as recovered from serious injury/illness without sequelae.